Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that both balloons burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.